Event description:
No blood glucose levels reported. The mother of the customer reported that the insulin pump stopped working and was not vibrating. The mother of the customer also reported that the insulin pump was dropped and has cracks. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Insulin pump was received with cracked end cap, cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker. Insulin pump had damaged motor. Insulin pump was unable to test for vibrate anomaly due to pump damage and motor damage.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.